Manufacturer narrative:
Investigation: DHR review was not performed as the lot# is unknown. From the photos returned the patient's blood is coming out of the injection site. As there is no sample returned for investigation it is not possible to determine the source of leakage from the photos returned a root cause can't be determined.

Event description:
It was reported that medication injected by the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection site during use, and another puncture had to be performed. As reported by the customer, "patient bleeds or injected products are coming out of the injection site. Recurrent issue. The patient has to be pricked once again".

Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that medication injected by the bd venflon¿ pro safety peripheral safety IV catheter leaked from the injection site during use, and another puncture had to be performed. As reported by the customer, "patient bleeds or injected products are coming out of the injection site. Recurrent issue. The patient has to be pricked once again".